Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5040699, model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was hospitalized due to pain at the lead site. The physician reported that there was a hard lump around the lead site. The patient was treated with antibiotics for infection and was being monitored by the physician. No device malfunction was suspected. The patient was doing well.